Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Pump received with blank display. Unable to perform the sleep current measurement test, active current measurement test and self test due to blank display. Pump unable to download to thump due to blank display. Pump was cut open to perform visual inspection and found severe moisture damage on the electronics, motor, battery tube, vibrator, keypad flex tail, internal battery and force sensor. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, missing display window cover, pillowing keypad overlay, cracked select button keypad overlay, serial number label stained and cracked case behind the pump at the battery compartment. Blank display due to moisture damage electronic assembly. Unable to download confirmed. Cosmetic damage was confirmed at the case behind the pump at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was cracked on the back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer discontinued the use of pump. Mmt-1885 was requested and customer has returned the device.